Manufacturer narrative:
(B)(4). Device manufacture date: this device was manufactured between 9/11/2014 and 9/19/2014. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4230933. Conclusion - as there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined.

Event description:
It was reported the needle of the suspect device did not retract after injecting vitamin b12 into the patient's deltoid. The needle was intact and no harm came to the patient or clinician.